Manufacturer narrative:
H6 coding updated. The investigation is still ongoing.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical details note that the ps was much higher than bp and seemed to be causing flows displayed very low and retrograde flow alarms. It was later noted that the facility felt that impella ps issue was from the flow of the ECMO because once ECMO was removed, the ps was accurate. Data log review showed a ps increase above 150 mmhg as reported on 19-nov-2025 with suction and preventing retrograde flow alarms. There was slight variation in optical parameters at this time but no indication of sensor damage. Since the 5.5 was running below p-4 at this point, the pump flow is calculated with ps as a variable. Around the time of the reported issue, the minimum mc values were around the expected values at the corresponding motor speed, but the mc had low pulsatility overall. There was variation in mc throughout the case as the pump attempted to maintain motor speed at the corresponding p-levels, but there were no clear motor current spikes indicating ingestion. The cause of the reported ps increase is unknown. There was intermittent low snr and increases/decreases in ps throughout the majority of the case. The correlation between motor current and snr appears inconsistent throughout the case as well as the correlation between snr and placement signal. There is no clear evidence that the console was malfunctioning. Without a returned pump, the cause of the placement signal increase and low/retrograde low cannot be determined. Optical sensor issue: the cause of the optical signal issue was not determined since product was not returned. Low or blocked pump flow: the cause of the low pump flow was not determined since product was not returned. Retrograde pump flow: the cause of the retrograde pump flow was not determined since product was not returned. Major bleed: clinical details note bleeding in chest cavity from prior surgery not related to impella. The cause of the major bleed was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. It was noted that on day 1 of impella support the patient was also cannulated for extracorporeal membrane oxygenation (emco) support. On support day 2, the patient experienced a retroperitoneal bleed which the medical team believed was caused by the intra-aortic balloon pump puncture site. It was noted that the placement signal displayed on the automated impella controller for the pump was much lower than the patient¿s blood pressure and appeared to be causing potentially false retrograde flow alarms. The patient was taken to the operating room for bleeding in the chest cavity, and 5.5 l of blood and clot was removed from the chest. The patient was transfused with blood products as a result of blood loss. It was noted that the bleeding in the chest cavity was from prior surgery and not related to impella. On support day 3, the patient was weaned down on ECMO, and impella flows were increased. However, the patient¿s native heart function was low and was unable to compensate. The arising hypotension was treated with nitroglycerin and the patient¿s pulsatility was monitored before attempting to wean again. On support day 4, the patient was decannulated from ECMO support. Additionally, the patient was transfused with a unit of platelets. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.